Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted. Additional information indicated that upon implant, the lead lodged in the structure of the tricuspid valve and therefore was capped. No additional adverse patient effects were reported.